Event description:
The dealer was replacing the batteries on the chair. He disconnected the joystick and replaced the batteries. When the dealer reconnected the joystick to the controller, orange smoke allegedly came out of the tilt interface module (gtram). The dealer stated this may be consumer abuse. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of the controller. Invacare provided the dealer and consumer with a user manual. Model tdxsp-cg part no 1143190 rev g - 01/09 at the time of purchase. Based on the initial information, it appears the orange smoke was found during a servicing event. On page 17 of the user manual there is a warning for electrical parts. It appears the dealer servicing the wheel chair followed the warning and replaced the electrical controller based on the keyword "smoke." After the servicing event, the dealer alleges that misuse by the consumer was the root cause. - it is not known if the consumer has spilled liquid, had the chair exposed to outdoor elements or is incontinent - the warning states: - "wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently."